Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), UDI#: 00643169109391 ; product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having difficulty charging and had out of range impedances. The implantable neurostimulator (ins) was replaced on (B)(6) 2018. Impedances were out of range for both contact 8 and 15 after the battery was hooked up. There were no reported environmental factors associated with the issue. No further complications were reported.